Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2024. The original surgery occurred on (B)(6) 2017. The reason for revision is reported patient pain. During the revision, the original stem, and femoral head were removed.

Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.